Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient is satisfied with the recent reprogramming session. No further intervention is planned at this time.

Event description:
The patient has two scs systems; the issue is related to the patient's thoracic system. It was reported, the patient went to the emergency room due to constantly experiencing a burning and pressure sensation at the ipg site. Additionally, it was noted by the patient that the ipg site was red and inflamed. However, the emergency room nurse stated that there were no visual signs of redness and swelling at the ipg site. In turn, the patient may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.